Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a connection issue. The technical service engineer verified that the patient had been discharged and confirmed the issue was resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a patient data issue which patient were not showing on the station. The customer reported that an issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.